Manufacturer narrative:
The reported event of the guidewire failure to advance through the lead was not confirmed. As received, a complete lead was returned in one piece for analysis. The guidewire was not returned with the lead. Visual and x-ray inspection of the lead found no anomalies to the lead body. The s-curve hump height was measured within specifications. The guidewire insertion test was performed. The test guidewire was able to be advance through the lead and withdraw from the lead without any restriction. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During a device implantation procedure, the guidewire failed to advance down the left ventricular (lv) lead. A new lv lead was used to complete the procedure. The patient was stable.